Manufacturer narrative:
Additional information received on 27-mar-2023. The cap was attached by a nurse who confirmed she heard the click when she attached it. The cause of the dislodged cap is unknown to the user. Yes, the customer was trained on the correct method of attaching and detaching the distal end cap and verifying functionality as well as the proper procedure of removing the duodenoscope as soon as the cap was found to have become dislodged and attempting retrieval with a standard gastroscope. We also provided laminated instruction sheets. The procedure was for treatment purpose. Abdominal xray performed/no foreign body seen on(B)(6) 2023. The patient discharged. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Per the initial report, a disposable elevator cap became dislodged from the scope during the procedure and was lost inside the patient. Description of any actions taken: ed34-i10t2 was removed from the patient and a gastroscope was inserted to attempt retrieval of the cap. The retrieval was unsuccessful, cap was not visible to the eye but was present on fluoroscopy imaging. The nurse contacted pentaxmedical to report the event and request advice on how to proceed with the patient. Pentax medical territory manager advised her that he was was unable to provide medical advice, but that she should follow hospital protocol for patients who present with foreign body and that she would contact pentax to have someone from our regulatory team or medical officer contact them to advise. Furthermore, he explained to her that he would need to open a complaint and request all relevant information regarding model and serial numbers, lot numbers details about the procedure and that we may need to have the scope and remaining cap sent in for evaluation. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the medical institution returned the endoscope used during the operation and his oe-a63 of the same lot. As a result of the examination, there was no abnormality in the endoscope, and the oe-a63 was attached properly and did not come off. It is potentially cased by the incident was that the oe-a63 was not attached to the endoscope tip sufficiently so that a load was applied in the direction of dislodging the oe-a63, causing it to fall out based on investigation. However, the oe-a63 that fell into the body was not returned and could not be identified. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured yoshikawa kasei on 21-dec-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on 07-jan-2022 and actual date shipped were confirmed on 11-jan-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.